Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer would not open all the way and would not let the user to access back cubies. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer would not open fully. The field service engineer (fse) found drawer was not opening completely due to damaged rails. Fse removed the foil obstruction and later replaced drawer 5 hardware. The drawer was tested and confirmed operational after the replacement. The system functioned as intended after the field service engineer repaired the device.